Event description:
There was an allegation of questionable na electrode results for 1 patient sample on a cobas 6000 c (501) module. The initial result was 163 mmol/l. The sample was repeated because the laboratory technician didn't think the result looked right. The repeated result was 138 mmol/l. The erroneous result was not reported outside of the laboratory. The repeated result was believed to be correct. The electrode lot number and expiration date were requested but not provided.

Manufacturer narrative:
The field service representative found the rinse tubing was heavily worn and the detergent check valve was leaking. He replaced the rinse tubing and the detergent check valve. The customer successfully ran qc. The investigation determined the service actions resolved the issue.